Manufacturer narrative:
(B)(4).all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted on the same day as the original surgical procedure due to the doctor realizing that he had implanted the wrong diopter size for the patient. Further, they brought the patient back in right away and replaced the iol with the correct diopter size. An incision enlargement was created during the removal of the lens in the secondary procedure. The doctor stated that a surgical technician loaded the wrong intraocular lens and this was not a product or labeling issue. Patient noted to be doing well. The event was considered a user error. The patient data, gender and date of birth were requested; however, was not provided. No further information was provided.